Event description:
It was reported that the patient was scheduled for vns replacement surgery due to high impedance. Clinic notes dated (B)(6) 2014 note that the patient has experienced an increase in seizures in (B)(6) 2013. The patient's lamictal was increased and there was little improvement in her seizures. It was noted that the patient experiences an average of four to five seizures a month. The seizures tend to occur two weeks prior to her menses and either the week of or the week after her menses. It was noted that the seizures have changed in character since (B)(6) 2013. It was noted that the patient becomes stiff and "falls like a tree". The notes indicate that device diagnostics resulted in high impedance (>10,000 ohms/ifi = no). It was noted that the patient now experiences tonic/atonic seizures that place her at risk for injury. It was noted that the increase in seizures are likely related to the loss of vns. The device was programmed off. The patient underwent generator and lead replacement. The generator and lead were returned for analysis. Analysis is underway, but has not been completed to date. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
New information received corrects these fields from the initial MFR. Report. This report is now only a malfunction report. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on (B)(4) 2014. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since the majority of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The device decoder identified that the lead impedance changed from 2824 ohms to 11374 ohms on (B)(4) 2013. With the new information received the increase in seizures is not related to the high impedance and therefore will be reported in MFR report # 1644487-2014-01879.